Event description:
The hub on the tip of the guide catheter separated during prep. No additional information was provided.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.